Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the item was not working as effectively as it should and was not providing a proper seal during the sealing of vessels. There was bleeding, but not life threatening. There was an evidence of energy delivered and end tone, but there were no successful seals made before the issue occurred. Another item of the same lot was used and worked. No patient harm.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The disposable was assembled onto a set of forceps and plugged into a generator. The generator recognized the device and activated with satisfactory results. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.